Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed scarce amount of viscoelastic in the cartridge. The cartridge was observed cracked and the tip deformed. The customer's reported issue was verified. However, the condition in which the sample was returned was consistent with a product that was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During manufacturing the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cartridge broke prior to patient contact. No further information was provided.